Manufacturer narrative:
The kit is not available for return as it contains single-use only instruments and the expired date issue was detected after the procedure was performed. A review of the labeling records showed that the label indicating the expiration date is applied to the outer packaging in three places and listed the expiration date as 2016-03-31. The kit was shipped to the complainant in 2014.

Event description:
It was reported that an expired sterile lateral access kit was used in surgery. There were no reports of patient injury or effect associated with this event.